Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd the scs system on (B)(6) 2010. It was reported that the pt is w/o stimulation coverage due to the pt programmer and the charging system being unable to communicate with the ipg. A replacement charging system was not able to resolve the issue. No further info is available at this time.